Manufacturer narrative:
H3) the battery charger 1 was returned to the manufacture for evaluation. After performance testing and visual/physical examination the reported issue was confirmed. The charger failed the bench test due to no voltage on charger a output. It failed visual inspection due to leaky caps. Charger a led is not lit. An electrical failure was observed. Eval code method 10 is associated with this analysis eval code result 120 is associated with this analysis eval code conclusion 4307 is associated with this analysis the battery charger 2 was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and usability testing the reported issue was confirmed. The battery charger 2 passed bench test. Failed visual inspection due to leaky caps. All led's lit. They installed the charger into a known working system it initialized. Motion, generator, communication and charging passed. 2d and 3d images were acquired successful. Eval code method 10 is associated with this analysis eval code result 180 is associated with this analysis eval code conclusion 4307 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: bi71000126, serial/lot #: unknown ; product ID: bi31000169, serial/lot #: rev. 2 : s/n (B)(4) ; product ID: bi31000170, serial/lot #: rev. 2 : s/n (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the batteries in tray 1 and x-ray chargers 1 and 2 were replaced. They preformed and system checkout and the system was working as intended. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the x-ray batteries on the system were damaged and not able to charge the system. No patient was present at the time of the event.